Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported "swollen lymph nodes", "my breast changed", "the implant felt weird","the plastic surgeon who told me that my implant had ruptured and my body was already reacting with an immune reaction, hence the swollen lymph nodes in my breast and axilla.", 'the implants were both replaced and it also turned out during the operation that the implant had leaked and ruptured." The device was explanted. This record is for the left side.